Event description:
It was reported that device were implanted in (B)(6) 2013, but revision surgery performed is planned and will be performed to remove the construct as a corrective measure since the cause of the immuno-allergic phases with skin rash, febrile peak and acute renal failure is unknown.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of a reaction to the xia lp construct, which includes this xia lp monoaxial screw, was confirmed via the correspondence with the international contact. A material analysis was done on the returned devices and it was confirmed that no contamination was present. No manufacturing issues were identified during lot history review. Furthermore, all devices were found to be made up of the materials specified in the IFU. Per the attached IFU, the customer is advised to test the patient for allergies prior to implantation. The correspondence confirms that no allergy testing was performed prior to implantation. Because of the nature of the complaint, replication of the event is not possible. However, it is known that the patient was not tested prior to implantation. Conclusion: the most likely cause of the event is absence of allergy testing of the patient prior to implantation.

Event description:
It was reported that device were implanted in (B)(6) 2013 but revision surgery performed is planned and will be performed to remove the construct as a corrective measure since the cause of the immuno-allergic phases with skin rash, febrile peak and acute renal failure is unknown.

Manufacturer narrative:
Parts associated with the construct include: xia blocker: catalog #03756230, lot/serial no. (B)(4), quantity 2. Xia rod dia. 6 x 130: catalog #03802130, lot/serial no. (B)(4), quantity 1. Xia lp monoaxial screw: catalog #03820540, lot/serial no. (B)(4), quantity 5.